Event description:
Event occurred in egypt. On (B)(6) 2026, the patient had insufficient subcutaneous tissue at the abdomen insertion site, resulting in blood glucose levels of 237 mg/dl, which was treated via insulin pens.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.